Event description:
Event was reported to caldera medical by an attorney. The patient has suffered bleeding, infections, urinary incontinence, pain, pain with intercourse, severe abdominal cramps, fever, night sweats, severe weakness, fatigue, and constant blood in urine. No further information has been provided.